Manufacturer narrative:
Eval of the returned device involved in this report by a zyno rep indicated that the pump failed a pressure test and had a flow rate error exceeding the specified (B)(4) accuracy due to a mechanical component failure. The pump was repaired and tested per spec.

Event description:
The user facility complained that the pump had an infusion issue. The pump was described to be over-infusing. No pt was involved. Zyno has requested but the user facility has yet to provide detailed info.